Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after a supply and infusion set change, with inspection revealing air bubbles in the connector and tubing consistent with a connector issue and a reported highest blood glucose of 401 mg/dl; troubleshooting included purging the line, replacing the infusion set, reconnecting, and resuming insulin delivery. Symptoms included hyperglycemia without reported ketosis or acute complications. Outcomes included temporary physiological impact without medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed air in the fluid path associated with the connector and evidence of interrupted insulin delivery. It was concluded that the event was related to a connector and infusion path issue leading to under-delivery of insulin and resultant hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.